Event description:
Pt suffering from pseudoexfoliation syndrome (pex), myopia and age-related bilateral macular degeneration. Recent left mono-ocular diplopia was detected with subluxation of the intraocular lens (iol). Some years before this, pt had undergone an uncomplicated cataract surgery with iol implantation (rayner 604a). Two years after cataract surgery a manifest late cataract occurred and yag-capsulotomy was carried out. After uncomplicated lens replacement visual acuity increased to 0.7 with manifest subjective improvement due to the disappearance of the diplopia. Three months later, phaco-emulsification with iol implant was carried out in the right eye. No zonular weakness occurred neither before nor during the surgery. The case was considered serious/intervention required.